Event description:
Report of pain, post-essure placement. The devices were removed laparoscopically on (B)(6) 2011. On (B)(4) 2011, the physician's office reports that the pain has resolved.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.